Manufacturer narrative:
H2) additional information: d9: date returned to manufacturer: 11/27/2024.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The pump was found to have contamination from fluid ingress on the downstream occlusion (dso) sensor. The air detector and upstream occlusion (uso) seal were in good condition. The manufacturer representative inserted batteries to power up the device, and the pump showed error code "1660" on the display. The cause of the customer reported problem was the microprocessor unit board. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the microprocessor unit board and dso sensor seal, and downloaded software, and re-calibrated the pump.

Event description:
It was reported that there was an error code 1660. There was no patient involvement.